Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of a -5.0/2.0/0 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was removed due to toxic anterior segment syndrome (tass).

Manufacturer narrative:
B5: reportedly, "the diagnosis of tass was made based on photographs of the anterior eye and tomogram of casia2. No culture performed" and "medications for tass are prednine (prednisolone sodium succinate) and rinderon (betamethasone valerate gentamicin sulfate) eye drops after surgery." Claim# (B)(4).